Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-03114 and 03116. The patient has 2 model 3146 scs leads with the same lot number. The patient reported his original lumbar scs system (patient has both a cervical and lumbar scs system) was explanted and replaced due to no longer working.